Event description:
On 4/9/2024, it was reported by a sales representative via (B)(4) that an ar-3636 knotless 1.8 fibertak would not pass through and got stuck. The surgeon had to cut it out as the implant would not reduce. This was discovered during a procedure. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces during suture passing.